Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user has high glucose value. (B)(4). Note: manufacturer contacted customer on (B)(4) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer states that her condition improved a lot. Customer spoke to the dr. And he is increasing the insulin. Customer will start taking the increasing insulin starting tomorrow. Customer states that the doctor was not surprise with the results she was getting because she has a cold and also because he changed her insulin.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is undisclosed. The customer reports symptom of "dry mouth." Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 560 and 541mg/dl using metrix air meter. The test strip lot manufacturer's expiration date is 03/24/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: hi on (B)(6) 2017 08:46:00 pm fasting: yes. Customer states that she need some help with the meter. Customer states that she ran a blood test and got a hi. Customer states that she just got the meter today and is trying to use the meter .customer states that she does not know what her normal glucose result should be because she have not been testing . Customer states that she knows that her glucose is out of control. Customer states that she is sick with a bad cold, customer states that she have dry mouth but it could be because she is breathing through her mouth. Customer states that she went to the doctor for her routine checkup on (B)(6) 2017 and is waiting for the results from the doctor to know what the results are. Customer states that the doctor gave her on a new insulin.